Manufacturer narrative:
As per the manufacturer's sales representative, the perfusionist unplugged the gas lines after calibration and that would initiate a calibrate o2 sensor message.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb)procedure, the unit displayed a calibrate oxygen (o2) analyzer message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the system was set up and the electronic patient gas system (epgs) calibrated for a cpb procedure on (B)(6) 2020. The epgs o2 sensor passed calibration without issue. The system then had to be moved and the oxygen and air lines were disconnected from the source and re-attached. The perfusionist proceeded to commence cpb. Approximately one hour after going on bypass, the heart lung machine (hlm) gave the perfusionist an o2 analyzer calibration message. The fraction of inspired oxygen (fio2) set range and measured range was what the perfusionist was expecting throughout the procedure, and no oxygenation issues or concerns were apparent. The procedure was conducted with the expected values from the epgs and no exchange was performed. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly